Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 250 mg/dl and the sensor value that triggered the suspend event was 89 mg/dl. The customer reported that the insulin delivery was stopped on the sensor glucose value. The blood glucose value and sensor glucose levels were not in acceptable range. The customer reported that the calibration did not accept. The sensor will not be returned for analysis.